Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, the outer part of the implant broke into pieces. Pieces were removed. Wound was thoroughly washed out.